Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the lead tip and helix appeared intact. Laboratory analysis was unable to conclusively confirm the reported lead failure.

Event description:
It was reported that additional information was received from product investigation closure. The reported failure was not confirmed, as the lead passed the electrical continuity test, and x-ray showed no fractures on the lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted as the physician suspected a conductor fracture. As a result, the lead was replaced. No adverse patient effects were reported.